Manufacturer narrative:
The reported issue was discovered during unit checkup. Per the field service representative (fsr) the unit has reached its end of service life and replacement parts are no longer available. The user facility has been advised to remove the unit from clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery was not keeping a charge. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. As per the field service representative (fsr), the charger board was not charging. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the battery voltages to be so low that they would not take a charge. He found a fuse in the power entry module to be open causing no charging voltage to the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.